Manufacturer narrative:
(B)(4). As it is unknown if the lens was implanted it also is unknown if the lens explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens za9002 had a distorted haptic, one piece was bent. No further information was provided.

Manufacturer narrative:
The intraocular lens was received to the manufacturing site in a plastic bag. Visual inspection, using a microscope at 10x magnification showed that the lens had one haptic broken. The broken piece was observed distorted confirming the customer's reported complaint. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received on the 05/06/2016 and it was learnt that there was no patient contact with the reported intraocular lens therefore no patient injury. (B)(4). All pertinent information available to abbott medical optics has been submitted.